Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5097057; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 536777.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not working and a broken wire was also noted. The patient underwent an explant procedure. All device components will not be returned as they were kept by the medical facility. No further information could be obtained despite good faith efforts.